Event description:
Procedure: lap nissen. According to the report: the bulb at tip of trocar broke as it was inserted into the patient. The piece fell off prior to make contact with patient, a new device was used. The operating room time or incision were extended. Patient is fine.